Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 0 mg/dl while wearing the pod. Patient experienced a hypoglycemic seizure at home; family members administered glucagon and called an ambulance. Emergency medical technicians gave patient seizure medication and she was transported to the hospital; patient stated the pod was worn when ambulance was called and doesn't know when it was removed. The patient was in a coma and treated with the following: breathing tube for oxygen, tube down throat, intravenous medications/fluids, catheter and heart monitors; patient also swallowed vomit which caused her lungs to bleed, so her lungs were pumped as well. Patient was also prescribed basaglar and admelog insulin and returned to insulin injection therapy. The patient was released after spending 2 weeks in the hospital.